Event description:
On (B) (6) 2010, a company representative reported the pt's basal rates were incorrectly programmed by her trainer and the pt experienced low blood glucose as a result. Upon follow up with the pt on (B) (6) 2010, she stated that her trainer programmed her basal rates for 9.0 u/h instead of 0.9 u/h during training. The trainer thought the issue had been corrected but the pt believes the trainer did not press the check button twice to confirm changes and the changes were not saved. At 3:30 am on (B) (6) 2009, the pt's blood glucose measured "lo" on her blood glucose monitor and she lost consciousness. She stated she fell and hit her head when she lost consciousness and she was found by her husband. She treated low blood glucose by eating 60 grams of carbohydrates and her blood glucose elevated to 510 mg/dl. Her normal blood glucose range is 120-170 mg/dl. She stated the basal rates have been corrected adn she has no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.